Event description:
Patient had radical prostatectomy for prostate cancer. He had a ipp placed. Estimated placement two decades ago. He started to have problems, not specified in the emr, with the ipp earlier this year. It was removed and found to have lost fluid in the reservoir. Note: this reporter could not find any specific information on this device due to it's old age.